Manufacturer narrative:
The device log files were provided for evaluation. The log file review indicated a potential mainboard malfuntion and confirmed that despite the screen displaying a windows message, the ventilator continued operating and both audio and visual alarms were active on the device. The customer's report of stopped ventilating and no audible alarm were unsubstantiated.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during use on a patient, the ventilator experienced a blue screen issue and stopped ventilating with no audible alarm. Complainant indicated that there was no adverse effect to the patient due to the reported issue.